Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). A batch review of in-process and final packaging inspections as well as the manufacturing process with respect to the production batch was performed for product code 2227, lot j1826731. These products reported to be manufactured, inspected and packaged in conformance with customer specifications and have been found to be acceptable within all parameters. Additional information was requested and the following was obtained: was the drain removed from the patient as a result of the clog? No further information is available. Was a new drain required to be placed? No further information is available. Was medical intervention required to place the new drain? No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 08/5/2019. Additional information was requested and the following was obtained: was the drain removed from the patient as a result of the clog? No further information is available. Was a new drain required to be placed? No further information is available. If yes, was medical intervention required to place the new drain? No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information has been requested: was the drain removed from the patient as a result of the clog? Was a new drain required to be placed? If yes, was medical intervention required to place the new drain? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a drain was used. The drain was clogged, and suction could not be done during use. Further details are not provided. There were no adverse consequences to the patient.